Event description:
The customer reported, the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery on the generator interface board, reseated workstation circuit boards and connectors. The system operates as intended.